Manufacturer narrative:
The vessel sealer instrument has been returned and received for evaluation. Failure analysis could not confirm or replicate the reported complaint that the vessel sealer was not sealing. Failure analysis was unable to complete testing of the vessel sealer due to instrument being autoclaved. No other damages were found. Based on the information provided, this complaint is being reported due to the following conclusions: incomplete sealing of vessel sealer instrument.

Event description:
It was reported that during a da vinci gastrectomy procedure, the endowrist one vessel sealer instrument was not sealing. On (B)(4) 2015, intuitive surgical inc. (Isi) obtained the following information: during a gastrectomy procedure the surgeon was attempting to cauterize but noted that the vessel sealer was cutting. The surgeon observed charring, heard the erbe beeps indicating a complete seal. After attempting to cauterize he noted bleeding and incomplete seal. There was normal amount of bleeding. Another cautery instrument was used to complete the procedure the planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.